Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, and neuromuscular problems. It was reported that the patient underwent cystourethroscopy and collagen injection therapy on (B)(6) 2006 and (B)(6) 2007 due to urinary intrinsic sphincter deficiency-type incontinence. It was reported that the patient underwent removal of suprapubic tube on (B)(6) 2011 due to catheter cystitis. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2004 and (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that the patient underwent removal of artificial urinary sphincter cuff, removal of mesh, repair of urethral laceration and erosion, and martius flap on (B)(6) 2008, due to eroded artificial urinary sphincter; urethral erosion of prior mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.